Manufacturer narrative:
The employee sought medical attention with an eye specialist and and was diagnosed with conjunctivitis; she was prescribed an antibiotic; however, she could not recall the name of the antibiotic. To date the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
An employee alleged that while using maxcide the product splashed into her eye and she experienced eye irritation.